Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture confirmed via ultrasound. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: no complaint against the device. No observations are performed, for the complaint. As the event is no complaint against the device. Additional observations: creases were observed, deformation observed.

Event description:
Device has been explanted.